Manufacturer narrative:
One catheter with attached monoject 1.5 cc limited volume syringe with 2 three-way stop cocks was returned for evaluation. Both a non-edwards 8fr introducer and contamination shield were located on the catheter body between 26 cm and 112 cm proximal from the catheter tip. No packaging was returned. The introducer and contamination shield were removed for evaluation. Two punctures, approximately <0.5mm long, were found on the catheter body at 27 cm proximal from the catheter tip. The punctures entered into the distal, proximal injectate, and balloon inflation lumens. Initially the balloon did not inflate due to resistance; however, the balloon inflated clear and concentric after a few inflation trials. The balloon then failed to maintain its inflation due to leakage from the punctures. The distal side of the backform was damaged by the attached non-edwards contamination shield connector. No visible damage to the balloon or returned syringe was found. Balloon inflation test was performed using returned syringe with 1.5 cc air. Visual examination was performed under microscope at 20x magnification and with the unaided eyes. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Customer report of balloon inflation issue was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
It was reported that the balloon did not inflate during use. There were no patient complications reported.